Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that there was pain in the lower back and the patient had a MRI in january of 2016 and since then, he has had a stinging in his lower back. The patient noted that his leads were left in (still implanted) from the implantable neurostimulator.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.